Event description:
The customer contact reported no flow. On an unspecified date, the tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. No further programming parameters were provided. After an unspecified length of time, no flow of solution was noted. It was reported that the tubing set was removed from the pump and no flow of solution was again noted. The customer contact reported that the tubing proximal to the cassette of the tubing set was kinked. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add¿l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.